Event description:
It was reported that during a proctocolectomy the ¿replace instrument¿ alert screen was displayed. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).date sent 7/8/2026.d4 batch # c9ej1c. B3: exact date is unk. Assumed first day of the month. Investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the harhd36 device was returned with the blade scratched and cracked and the clamp arm detached not returnedduring functional testing on energy systems, an alert screen was displayed and the device did activate during functional testing; however, due to the device's returned condition, not all functional testing could be performed with the generator. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar or possible entanglement in fibrous tissue.possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device batch c9ej1c, and no non-conformances related to the reported complaint condition were identified.